Event description:
It was reported that a large volume infusor's bladder burst. It is unknown during what process step that this malfunction occurred. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation, however, the customer provided a photograph. The ruptured bladder was confirmed through photographic inspection. The root cause could not be identified.